Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, crease fold and weight to the spec. No observed openings in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.